Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the sample showed that a leak test was performed and a leak was found and a column tear inspection was performed which confirmed a tear in the septum. However, bd could not determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore leaked when using, if the separator leaks, you can return 1 defective product, need to make a claim, need a complaint reply letter, need a complaint receipt letter.